Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that during a prodiscl arthroplasty procedure at l4-5 and l5-s1, the surgeon was inserting the prodiscl at l4-l5 and noticed the tips of the inserter were bent. The inserter was not used during the procedure and surgeon used another inserter to implant the pdl with no problems. While the surgeon was inserting the pdl at l5-s1, the pins on the inserter fell out and the inserter fell apart. The surgeon retrieved the pin and was able to put the pin back in place and implanted the pdl. The procedure was completed with no further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate from a manufacturing perspective. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned and a product development evaluation was performed. The weld for the pin connecting the superior arm failed. Except for this flaw, the instrument was in good condition. The associated drawings for this instrument were reviewed. The assembly drawing details the appropriate components, weldments, and notes for a successful inserter. This device failed due to a poor weld of component 2 to 3. Since the drawings appropriately detail weldment of the superior arm pin, the disposition of this complaint from a design perspective is invalid.